Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted the proximal conductor of the lead became extrinsically fractured due to melting and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388, lead, implanted: (B)(6) 2003; 1388tc, lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported the patient was admitted for (B)(6) epidermidis bacteremia and vegetation was present on the leads. The leads were explanted and a temporary pacing system was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.